Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2012 to remove the existing non-bsc stent which had migrated to the common bile duct (cbd). According to the complainant, during the procedure, the stent was grabbed for withdrawal using the lithotripter basket. However, due to encrustation around the stent's distal end which was beyond the stricture, resistance was met during retrieval and the basket became impacted inside the cbd. The physician then used an alliance ii handle in an unsuccessful attempt to detach the tip and collapse the basket. At this time, the physician chose to break the device handle to expose the basket core wire, which was then wound around a non-bsc emergency stone crusher handle; the following attempt to separate the tip and collapse the basket was performed without issue, and then the procedure was successfully completed with another trapezoid rx lithotripter compatible basket. Reportedly, neither trapezoid rx lithotripter compatible basket was used to remove stones; each was used for the purpose of retrieving the migrated plastic stent. No patient complications resulted from this event. The patient's condition was reported as being stable throughout the procedure.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2012 to remove the existing non-bsc stent which had migrated to the common bile duct (cbd). According to the complainant, during the procedure, the stent was grabbed for withdrawal using the lithotripter basket. However, due to encrustation around the stent's distal end which was beyond the stricture, resistance was met during retrieval and the basket became impacted inside the cbd. The physician then used an alliance ii handle in an unsuccessful attempt to detach the tip and collapse the basket. At this time, the physician chose to break the device handle to expose the basket core wire, which was then wound around a non-bsc emergency stone crusher handle; the following attempt to separate the tip and collapse the basket was performed without issue, and then the procedure was successfully completed with another trapezoid rx lithotripter compatible basket. Reportedly, neither trapezoid rx lithotripter compatible basket was used to remove stones; each was used for the purpose of retrieving the migrated plastic stent. No patient complications resulted from this event. The patient's condition was reported as being stable throughout the procedure.

Manufacturer narrative:
A visual examination found that the device returned with the basket fully retracted and the basket tip intact. The handle thumb ring was found cracked and ovaled from force applied while in the alliance ii device. Additionally, the guidewire lumen (sidecar rx) presented with pushback and the outer sheath was buckled, (likely due to operational context). The basket was not able to be functionally tested due to the presence of heavy residue which hindered its movement. The condition of the returned incident device was consistent with the complaint that the basket tip failed to detach. Reportedly, the physician used the device to retrieve a stent form the common bile duct. The trapezoid rx lithotripter compatible basket directions for use (dfu) specifies " this lithotripter compatible basket should not be used for any purpose other than endoscopic crushing and removal of biliary calculii" therefore the most probable root cause is user error. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
Patient age/date of birth is unknown. However, the patient was over 18 years old. Concomitant medical products: cook pigtail stent. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. However, based on the information provided, the device was not used in accordance with the directions for use (dfu) document. The indications for use section of the dfu states that "the trapezoid rx wireguided retrieval basket is indicated for endoscopic crushing and removal of biliary calculi. The lithotripter compatible basket should not be used for any other purpose other than its intended application."